Event description:
This case was reported by a consumer (pt's wife) and described the occurrence of blood disorder in a pt who received super poligrip original denture adhesive cream (formulation (B)(4)) for denture adhesion. The physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip original denture adhesive cream (dental). At an unk time after starting super poligrip original denture adhesive cream, the pt experienced blood disorder, balance disorder and gastrointestinal disorder. This case was assessed as medically serious by gsk. Treatment with super poligrip original denture adhesive cream was discontinued. At the time of reporting, the events were unresolved. Super poligrip original denture adhesive cream is mfg in (B)(4). The lot number for this product is available (x08492) and quality testing is pending. (B)(4).